Event description:
Per mdrf, this system was removed due to infection. This device was replaced with a lumax 340 dr-t. The explanted system: lumax 340 dr-t, MDR: 1028232-2008-00824; kainox sl 65/16, MDR: 1028232-2008-00825; elox ex 53-bp, MDR: 1028232-2008-00826.